Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system device returned. This device was used for a meniscal repair. The blue split cannula and trimmed depth limiter were returned. Partial suture and t2 were returned separated from the needle. Complaint indicated ¿after t1 was deployed, t2 was deployed simultaneously¿. The delivery needle shaft is bowed. It is also twisted. IFU warnings states ¿do not bend delivery needle.¿ inadvertent twisting or bending of the needle track may encourage release of an implant when not intended. The functional test resulted with successful and smooth manual advancement of the actuator. This style device requires manual advancement for each t. No root cause related to the manufacturing process can be established. No further investigation is warranted.

Event description:
It was reported that after the t1 was deployed, t2 was deployed simultaneously. No patient injury or complications were reported.